Event description:
The customer received a blood glucose reading on the contour next link that was 30-40mg/dl different than the lab test. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strip information was not provided. Strips were not expected to be returned. A new meter was sent to the customer.